Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) confirmed that the legacy drawer 6.1 was showing up as open while the drawer was closed. The fse found that the latch was jammed by the red release lever in the back. So, the fse cleared the obstruction and inspected the release lever and the hard stop. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie legacy drawer failed to stay closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.